Manufacturer narrative:
(B)(4). The pump and catheter have been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Event description:
It was reported that the pt experienced a decrease in therapy for 3 months. During the refill the nurse described a "sticky residue" upon refill. The catheter had an occlusion. The pump and catheter were replaced. The medications being delivered via the device system were bupivacaine and morphine sulfate. The pt recovered without sequela.